Event description:
It was reported that the device had occlusion alarm. The event occurred during preventive maintenance. There was no delay in therapy and no physical damage was reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, due to the extensive damages, the device was beyond economic repair. The service history review had no indication that the complaint was related to a service of the device within the review period.